Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D4 - UDI section, d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the water tank cover was cracked and the drain/quick connector fitting was corroded. Functional testing confirmed the complaint. Water was leaking from the crack on the water tank cover. Root cause of the leaking was attributed to the cracked water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues. Water tank cover, drain/quick connector fitting, reservoir gasket and o-rings were replaced. Performed preventative maintenance and calibrated the device. Device passed functional testing after the completed repairs.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the unit was leaking and cracked. Patient involvement unknown.